Event description:
It was reported that a patient underwent a total joint arthroplasty of touch cmc1 prosthesis on (B)(6) 2024. The patient was treated for de quervain and was under the impression that the de qervain returned. The surgeon noticed a grinding sound when moving the thumb and noticed that the neck was not center in the cup. Subsequently, the patient underwent revision surgery on (B)(6) 2026. During the revision surgery, the surgeon noted metallosis in the tissue and in the bone around the cup. When the new neck was tested, the neck was 'stuck' in the cup. Then was noticed a deformation of the cup.

Manufacturer narrative:
The investigation related to this event is ongoing. At this time, the available information is insufficient to determine a definitive root cause or whether the device contributed to the reported event. A supplemental MDR will be submitted to FDA upon completion of the investigation and when additional information becomes available.